Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin and the infusion device displayed an e-4 occlusion error message. The patient was hospitalized from (B)(6) 2016 with ketoacidosis. The patient was vomiting and the patient's grandfather took him to the hospital. The blood glucose results and type of treatment given to the patient at the hospital was unknown. No further information was provided. The infusion device is not expected to be returned for product evaluation.